Event description:
Patient with history of ischemic cardiomyopathy with lv ejection fraction 15%, nyha class iii symptoms, and chronic lbbb who underwent biventricular ICD upgrade four months ago for cardiac resynchronization therapy. He has had premature ICD battery depletion resulting from recent ICD shocks (x57) for treatment of recurrent ventricular tachycardia and was referred for generator change for recommended replacement time.